Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Additional information indicated that this pacemaker was explanted due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited faster than expected battery depletion. It was reported that the device had a longevity remaining of 1.5 years but end of life (eol) was declared three months after. Additional information indicated that this device was scheduled to be replaced. To date, this pacemaker still remains in service. No adverse patient effects were reported.